Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023, 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Hamilton medical ag has not received the device for investigation, neither the log files of the event. The patient was not harmed during the event. Conclusion: ambient mode active because the alarm monitor has detected a problem with the 3.3v and 3vref voltage. 3v ref is required at the pressure sensors on the pressure sensor assembly. 3.3v is needed to generate the 3v ref. The te 233005 was triggered because the measured pressure value pventmonitor was higher/lower than 3mbar than the set pressure value. Cause: a possible cause would be that a defective pressure sensor has influenced the vref voltage and consequently also the 3.3v. An indication of this would be given because the next time the te233005 is started up, the pressure value is incorrectly measured. Possible corrections: test and replace the pressure sensor assembly in the tsw. Replace the control board preventively. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: rt says vent flashed error 233005 and vent shut off.